Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 18:58:44 on (B)(6 )2025. At 00:31:47 on (B)(6) 2025, an arrhythmia was detected. ECG shows sinus bradycardia @ 30 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. At 00:32:55, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at time of treatment was sinus bradycardia @ 30 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. Post shock rhythm was sinus bradycardia @ 30 bpm with pvcs, bbb, low amplitude cardiac signal and motion/tactile artifact. At 08:21:21, an arrhythmia was detected. ECG shows sinus bradycardia @ 30 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. At 08:22:00, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at time of treatment was sinus bradycardia @ 40 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. Post shock rhythm was sinus bradycardia @ 30 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. The electrode belt was disconnected at 11:32:48 on (B)(6) 2025.